Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 b5 g3 g6 h2 h11.

Event description:
It was reported that while opening the outer cardboard box, the implant packaging was found damaged. There were no deformities in the outer packaging. The procedure was completed using another implant. There is no additional information available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 . Product returned and evaluated. Visual evaluation of the provided photos and returned product found damage to the sterile packaging that was visually consistent with thermal damage, which has caused the tyvek seal to lift. Sterility was considered breached. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The condition of the device when it left zimmer biomet control is considered non-conforming to specification. The root cause of the reported event can be attributed to a manufacturing issue. It has been noted that the materials used to package the reported product are no longer being used and the shrink wrap machine used in manufacturing for this order is no longer in service. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that there was a tear in the inner and outer packaging. There is no additional information available at the time of this report.